Event description:
The customer reported that following a diagnostic catheterization procedure in 2001, an attempt was made to deploy a vasoseal es. The physician deployed the j segment but it did not engage at the arteriotomy. The j segment was retracted and the locator was placed again with the green line at skin level. The tissue dilator was placed, but it was advanced past the white line on the locator. No resistance was felt when the dilator advanced past the white marker line, so the deployment was aborted. The j segment had broken off and was in the tissue tract protruding out of the skin. The j segment was removed and manual pressure was applied. No pt complications were reported.